Manufacturer narrative:
(B)(4). This ipg serial number was included in multiple field advisories: 1627487-09042012-003-r; 1627487-12192011-003-r. (B)(4).

Event description:
It was reported the ipg was unable to communicate with external devices. The patient reports she had not recharged her ipg for several years. The sjm representative confirmed the ipg is inoperable. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2016 to remove and replace the ipg which resolved the issue.